Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter; the date reflected in this report is the date on which bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a patient was admitted to intensive care unit with acute paracetamol overdose leading to multi-organ dysfunction. An ultrasound-guided right ij trialysis catheter insertion was performed to aid central venous access and hemodialysis. Catheter insertion was associated with acute hemodynamic instability and a chest x-ray suggested a large hemothorax. A right-sided chest tube was inserted which initially drained 1.5 liters of hemorrhagic fluid. After initial resuscitation and hemodynamic stabilization, the patient was emergently brought to the operating room. A right-sided vats with three ports was performed. After adequate suctioning and irrigation of hemothorax, a 5mm perforation with active bleeding was seen on the lateral side of superior vena cava at the cavo-atrial junction. The perforation was primarily repaired using 4'0 prolene sutures. Postoperative recovery was uneventful and the patient discharged home on postoperative day 3.